Manufacturer narrative:
No information was provided regarding the product's catalog number, lot number, or expiration date; therefore, no information was provided in this report. It was alleged that the patient's reaction had initially begun on (b)(46) 2013 and the patient sought medical attention from a nurse practitioner on (B)(6) 2013. The nurse practitioner performed an oxygen saturation test, a neurological examination, and mucous membrane testing. The oxygen saturation was at 98%, and the neurological and mucous membrane testing results were normal. The patient returned for a follow up visit the next day, (B)(6) 2013. The patient reported that she was still experiencing a constant headache, dizziness, nauseousness, achiness, and her tongue felt slightly numb. The nurse practitioner performed a second oxygen saturation test, which was at 97%, and gave the patient aleve for treatment of the headache. The patient was then discharged at that time and has not returned for any further treatment. To the best of their knowledge, they believe that the patient has recovered. (B)(4) research has requested that the customer report any new information with regard to this incident should the patient return for further treatment. An update will be provided if any new information becomes available. The product was not returned and no lot number was provided; therefore, no evaluation can be conducted.

Event description:
A nurse practitioner stated that a patient had sought medical attention at their office for an alleged reaction with symptoms of a headache, lost sense of smell, tongue numbness, shortness of breath, burning nose, burning throat, dizziness, stomachache, and watery eyes which reportedly began approximately three (3) hours after beginning use of the caviwipes product.